Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the hosp made a decision to exchange the lvad due to issues with the internal portion of the percutaneous lead. The MFR had provided the hosp with a non-grounded pt cable for the pt's use to prevent shorting that would likely have affected pump function (reference medwatch # 2916596-2011-00254). The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issue.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.